Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient found great relief while using the system and felt good enough to stop using it. The battery died and the patient never bothered to deal with it. Two years later, the patient has drastically increased pain symptoms. Due to the inherent battery damage from a two-year overdischarge, the patient may choose to replace the implantable neurostimulator. The manufacturer representative performed an interrogation of the device using the clinician programmer. The issue was not resolved at the time of the report; however, a surgical intervention had been planned, but not yet scheduled. No further complications were reported. Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the patient would likely have the battery replaced, but the rep had not heard of a surgical booking yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient received a new battery. The system was working properly and the patient was getting pain relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event has been corrected to be reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the date of revision is (B)(4) 2017. No patient symptoms or complications were reported.